Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-051: user mechanical stress (possibly dropped, broken, mishandled). Note 1: manufacturer contacted customer in a follow-up call on 13-feb-2025 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. Customer stated she had gone to the ER that day due to low blood glucose. Customer's blood glucose test result when at the ER had been 23 mg/dl fasting. The diagnosis was low blood glucose and customer was treated with an IV. Customer had been discharged the same day. Note 2: manufacturer contacted customer in a follow-up call on 20-feb-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for the true metrix meter displaying. During the call, the customer inserted a test strip into the meter and the meter displayed. The test strip lot manufacturer¿s expiration date is 07/31/2025; product storage and open vial date were not provided. The customer reported symptoms of feeling weak, feeling like vomiting and believed her blood glucose was low. Medical attention was not needed at the time of the call.